Event description:
The customer reported the system would not display an image and was displaying a generator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the tub head. The system operates as intended.